Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that the patient was supposed to bolus every 3 hours, but for "the past couple weeks", their handset had been getting stuck at 90% when trying to connect to the pump. The patient thought it was "just the weather", but it had been getting worse to where they had been having to lay down more often because the bolus hadn't been going through. The patient stated that their screen would either get stuck at 90% or the bolus wouldn't go through at all. The patient's pain pump nurse and doctor's office said to call the manufacturer to troubleshoot. Patient services assisted the patient in clearing data from the application. Prior to clearing data, the patient's data was 13.57 mb. The patient had an hour lockout but would monitor and call back if the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that their external device kept getting stuck at 90%. The patient stated that they went into their files and tried clearing the data but appeared to be clearing date under the ¿myptm¿ application and not under patient data service. When the agent inquired event date of telemetry delay, the patient stated that they 'just' had an increase in their boluses so they have been bolusing every 2 hours, 'so it's been slowing down for about - since I called - it's been pretty frequent,' and did not provide further information. The agent assisted the patient in clearing data. The patient will call back for assistance as needed.

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.